Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between heater line of a homechoice cassette and the heater bag which resulted in a fluid leak. This event occurred during the filling phase of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. The technical service representative (tsr) assisted with ending the therapy session and the patient would restart with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.